Manufacturer narrative:
A product history review is expected but not yet available. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the part of the sealant protection of a 5f mynx control vascular closure device (vcd) is broken, and "intravascular damage is expected and removed." There was no patient injury. Additional information was requested but not provided. The device was returned for evaluation. Addendum: product evaluation on (B)(6) 2023 revealed the sealant was prematurely exposed along the catheter of the 5f mynx control vcd.

Event description:
As reported, the part of the sealant protection of a 5f mynx control vascular closure device (vcd) is broken, and "intravascular damage is expected and removed." There was no patient injury. Additional information was requested but not provided. The device was not returned for evaluation as previously expected. Addendum: product evaluation on 14-mar-2023 revealed the sealant was prematurely exposed along the catheter of the 5f mynx control vcd.

Manufacturer narrative:
As reported, the part of the sealant protection of a 5f mynx control vascular closure device (vcd) is broken, and "intravascular damage is expected and removed." There was no patient injury. Additional information was requested but not provided. The device was not returned for evaluation as previously expected. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned along with the syringe for investigation. Per visual analysis, button 1 and button 2 were not depressed, and the stopcock was found open. The sealant was present, and the csi of the complaint was not returned with the device which showed exposure to blood. The sealant sleeves showed damage. Per dimensional analysis, the working length (distal end of sheath catch to proximal end of balloon) was measured and noted to be within specification. Per functional analysis, the device functionality was working as intended. A product history record (phr) review of lot f2220005 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant sleeves damaged¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The reported ¿deployment difficulty premature¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Patient or procedural factors may have contributed to the reported events. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged in any way. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.